Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the data from the reported hospitalization is unavailable for review due to continued pump use. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. There were no insulin delivery defects found on investigation.

Event description:
It was reported that the pt was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. The pt is contacting her physician to review her insulin dosages. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.